Manufacturer narrative:
The defective device has been disposed by the user. Lot number was not provided. A simulation test was performed on a sample to replicate the failure by using an et tube (ID 7.5mm) to represent the tube used during the incident. The bending level was set to the maximum to have the bending section in complete bend condition and then be able to withdraw it from et tube. We observed that the bending section would not go in the et tube condition due to the bending section was overbent and stucked in et tube. According to the instruction for use (IFU), section 1,4 warning and cautions, states that inappropriate handling in operation bending section inside ett where resistance felt may result damage to the equipment. Based on the product risk evaluation it is stated that the user who handles the scope roughly, operating the bending section with force inside a smaller space will cause parts of the bending mechanism to break. When the distal end of the scope breaks, there is a risk of injury and exposure of non-contacting material to the patient. This could result in damage or impairment and requires to be counteracted by professional medical intervention as evidenced.

Event description:
The tip of an ambu ascope 4 broncho regular broke off inside the endotracheal airway tube of a patient. The physician used another scope to confirm that nothing was lodged in the patient. Patient outcome was not affected.